Event description:
It was reported that the patient presented with an infection at the location of his inflatable penile prosthesis (ipp) device. The ipp device was explanted, and a new malleable penile prosthesis device was implanted. There were no further patient complications.